Event description:
It was reported that patient experienced pain at the ipg site. Topical patches given by physician did not resolve the issue. As a result, surgical intervention was undertaken where the system was explanted.